Event description:
The spine on the poly insert has broken. The spine broke away from the main body of the insert sometime after the original surgery and became lodged underneath the patient's quadriceps tendon.